Manufacturer narrative:
The initial information was provided by legal. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
The locking ring broke during a revision. It was then changed to a constrained liner without a hood and it locked well in place and was quite stable."